Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a (B)(6) year old patient was implanted with a 25 mm st. Jude medical (sjm) trifecta valve in the aortic position. Later, the decision was made to explant the device when the patient presented with sudden cardiac decompensation with severe dyspnea and mild to moderate aortic stenosis. The sjm trifecta valve was explanted on (B)(6) 2021. The explanted valve was noted to have leaflet tears, and the cardiac surgeon described them to be mechanical tears from fatigue. There was no mention of any interaction between the stent post and patient anatomy. The device was replaced with a 25 mm epic stented porcine heart valve using a cor-knot (non-abbott device) to resolve this event. The patient's post-operative status was reported as stable. No additional information was provided.

Manufacturer narrative:
Explant was reported due to aortic insufficiency and "the patient heard a pop and then was short of breath". The investigation found that all three leaflets were torn. There was a thin layer of fibrous pannus on the inflow surface of leaflet 2. Leaflet 3 had fibrous thickening. There was no acute inflammation or significant calcifications. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at two of the tear sites, which could have contributed to the formation of the tear. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.